Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed a "defib fault 72" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to a zoll certified service provider for evaluation. The customer's report was observed during initial testing. The device was put through extensive testing. The pace/defib engine board was replaced as a precaution. The device passed the final test procedure, was recertified. Analysis for reports of this type has not identified an increase in trend.